Manufacturer narrative:
Age at time of event: 18 years or older. It was reported that this device was inserted inside the stent, and was inflated at 12atm. It was pulled a little, and when pressure was applied up to 16atm, the balloon ruptured. The nc emerge dfu includes the following warning: "do not advance or retract the catheter unless the balloon is fully deflated under vacuum."

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending artery. After placing the stent, it was noted using ivus that apposition failure occurred. A 3.00mm x 15mm nc emerge balloon catheter was inserted inside the previously placed stent and inflated to 12atmospheres. The balloon was then pulled a little, inflated to 16 atmospheres and ruptured. The device was removed from the patient's body. The procedure was completed with a different device. There were no patient complications reported.